Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the pods pink slide did not move forward indicating a needle mechanism failure. The patient mention blood glucose levels were high but did not provide the levels.